Event description:
The surgeon stated that the pin insertion was not found to be loose or incomplete during the surgery prior to removal of the generator. The lead was assessed and the high impedance was due to vagal nerve stimulation lead fracture per the surgeon. The surgeon clarified that condensation inside lead was observed, which suggested fracture. The generator was replaced due to the vns impedance failure.

Event description:
It was reported that the patient underwent full revision surgery due to high impedance. The explanted devices have not been received to date.